Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited doctor due to site issue as the they experienced a rash reaction on (B)(6) 2018 with blood glucose of 76 mg/dl. Customer's other blood glucose value: 70 mg/dl. The customer was given a cream to treat the rash. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.